Manufacturer narrative:
H.6. Investigation summary thirteen samples without packaging, three samples from batch#9171907 and (B)(4) sample from batch#9237014 with open packaging was received by our quality team for evaluation. Upon visual inspection, there was no foreign matter observed on syringe tip and no foreign matter observed on plunger (grease) on the returned samples. The samples were then tested for silicone content and passed specification. Therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the samples passing visual inspection and silicone content testing, a root cause could not be determined on the reported non-conformance. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd 5ml luer-lok¿ syringe had foreign matter in the fluid pathway prior to use. It is reported there are (B)(4) separate occurrances. The following information was provided by the initial reporter: verbatim: ¿plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe. Opened syringe to find plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe on the plunger. Feel unsafe to use on patients especially oncology patients. Said they've had hundreds like this in both 10ml and 5 ml about 1:7 is ok to use.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml luer-lok¿ syringe had foreign matter in the fluid pathway prior to use. It is reported there are 100 separate occurrences. The following information was provided by the initial reporter: verbatim: ¿plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe. Opened syringe to find plastic shavings on tip of syringe and also lubricant gel 'grease' on inside of syringe on the plunger. Feel unsafe to use on patients especially oncology patients. Said they've had hundreds like this in both 10ml and 5 ml about 1:7 is ok to use.¿